Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Customer reported that the male luer spontaneously disconnected from the smartsite of the extension set during an infusion of tpn. No pt harm reported. No additional info was available.